Manufacturer narrative:
This report is submitted on july 10, 2018.

Event description:
Per the surgeon, the patient experienced a lack of clinical benefit from the device and subsequently the device was explanted on (B)(6) 2018. Reimplantation has not been planned at the time of this report.